Event description:
The complainant reported a patient was implanted with an impella 5.5 device as elective placement, and during support, the impella catheter became damage from patient movement. The purge pressure was low and purge seen leaking from red impella plug. As the patient required a long runway for heart recovery, the decision made to exchange for right axillary impella 5.5 device implant, which was successfully completed. The patient was reported to be in stable condition following the event.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. Product was returned and evaluated. The purge leak through the red handle was reproduced with the source of the leak coming from the catheter side. The catheter was opened from the red pump plug to the motor housing to reveal the purge tubing. At the catheter's 20 cm mark, the catheter appeared to be squashed and the coil jacket just inside the catheter was flattened and broken. The purge tubing at this location was damaged. The purge fluid leaking from this location built up inside the catheter and leaked up towards the red pump plug, causing the visible leaking. Data log review showed stable purge pressure and flow until 17-mar-2025 when purge pressure low alarms were triggered. The purge pressure at this time initial drops to 350 mmhg for 3 hours and then drops below 200 mmhg for the last hour of the case. The purge flow begins rising to 30 ml/hr at the time of the first pressure drop. Motor current was stable. The root cause of the pump purge leak was most likely damaged purge tubing since the returned product showed evidence of damaged catheter and purge tubing that reproduced the leak from the red pump plug and clinical details mention the patient was not cautious with the catheter. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27332 as it is unknown if the initial reporter also sent the report to the food and drug administration.